Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and the circuit has an area approximately 4 inches long where the tubing obviously overheated and melted. A close examination of the heater wire in the circuit showed no signs of burning/charring. The heater wire was correctly suspended and supported with red cord. There were no areas where the wire "bunched" or "gathered" which would potentially set up a condition that would result in a melted circuit. The electrical resistance of the heater wires was measured to ensure no shorting issues existed. The blue and yellow connector (representing the two limbs of the circuit) both measured 13.5 ohms, which is within specification. The pin hole leak is a secondary defect condition caused by the melted tube and has also been confirmed. While a root cause cannot be definitively assigned, judging by the condition of the heated wires themselves and the electrical values obtained, it is highly suspected that the circuit encountered an adverse environmental condition, such as under bed linen, tucked to close to a pillow or a patient which caused the overheating condition. From the information provided and considering the condition of the circuit itself, this incident will be considered isolated and not related to a manufacturing issue.

Event description:
The customer alleges noticing a pin hole leak caused from the tubing that had melted then touched the heated wire. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. No corrective action can be established at this moment since the device sample is not available for evaluation. No phot available. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is it being manufactured at the time. If the device sample becomes available at a later date this complaint will be updated.

Event description:
The customer alleges noticing a pin hole leak caused from the tubing that had melted then touched the heated wire. No patient injury reported.